Event description:
One patient received thyroid function results which did not meet clinical picture. Initial results: ft4 91 pmoi/l, ft3 7.5 pmoi/l, tsh 0.97 ulu/mi. Same sample repeated using different methodology recovered ft4 of 22.6 pmoi/l, ft3 of 2.23 pmoi/l, and tsh of 1.32 ulu/ml. If additional information is received, appropriate notification will be provided.